Manufacturer narrative:
This report is submitted on october 8, 2019.

Event description:
Per the surgeon, the patient experienced a haematoma at the implant site. The area was debrided and oral antibiotics were administered. The patient scratched the area and it became infected. The device was explanted on (B)(6) 2019. As of this date october 8, 2019, another device has not yet been re-implanted.

Manufacturer narrative:
This report is submitted november 26, 2019.